Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call, she has been experiencing high blood glucose all weeks. Customer has changed the set five times and the treated with manual injections. Customer's blood glucose was 371 mg/dl and hasn't eaten. Troubleshooting was performed was noted on the insulin pump. Customer did mention she wears the reservoir until the insulin runs out which is tends to be five days. She only changes the site and not the tubing. Customer was advised to ensure she changes the reservoir and infusion set as recommended. High pressure test was performed and the device passed. Customer mention the device had alarmed no delivery and when she was rewinding she fall asleep. She didn't finish the process and when she woke up it was high, 499 mg/dl. Customer was advised to do a complete set change. The device is not being returned for analysis.